Event description:
It was reported that a patient's lv lead had an unacceptable capture threshold, at 5.25 v @ 1.5 ms. The patient presented to the operating room for a lead revision. During the procedure, the lead was measuring a unipolar (lv ring to rv coil) impedance of 190 ohms, but when the bipolar configuration was measured, it was greater than 3000 ohms, and it would not capture. The lead was disconnected from the device and plugged into the psa, and it captured at 3 v @0.5 ms, and measured a bipolar impedance around 400 ohms. The lead was connected back to the device, and it measured normal capture and impedance in the bipolar configuration. The rep mentioned that the physician was pressing on the area where the distal end was implanted pretty vigorously and believes that may have changed the contact with the tissue. Technical services mentioned that the tip electrode may not have been fully contacting the set screw. The physician capped the lead and successfully implanted a new lv lead. The patient is stable.